Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06203. It was reported the pt experienced a fall and she has not turned on the ipg since. The pt stated she had x-rays done because of the fall and reported since that time an area around her lead is swollen. Additionally, the pt reports she had been having difficulty charging the ipg. And, she is considering having the scs system explanted. An sjm rep met with the pt and performed a full diagnostics of the scs system, the system is working properly. The field rep reviewed the charging process with the pt and successfully charged the ipg by adding add'l space between the charger antenna and the pt's skin. He instructed her to add the add'l space between the charger antenna and her skin to improve the communication between the devices. The pt has an appointment with her primary care physician to examine the swollen area around the lead site. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.